Event description:
Medtronic received information via a literature review article regarding the use of new devices in congenital heart defect repair surgery that the main post-operative complaints associated with the implant of this family of transcatheter pulmonary valves are endocarditis and stent fractures. The article noted that stent fractures were silent in the majority of cases, and were treated in symptomatic patients with right ventricular outflow tract (rvot) stenosis by a valve-in-valve implantation of the same model device. The article reported that 20% of the cases it examined in the literature review experienced either late endocarditis or stent fractures. The reported rates of freedom from reoperation ranged from 93% at 10 months to 70% at 70 months. The article was based on a review of published literature and did not include details regarding the number/dates of device implants or patient demographics.

Manufacturer narrative:
With no device- or patient-identifying information, medtronic¿s complaint database could not be searched to identify any previously reported complaints that may have been included in this article. (B)(4). New technologies for surgery of the congenital cardiac defect authors: david kalfa, m.d., ph.d. And emile bacha, m.d. Rambam maimonides medical journal july 2013 - volume 4 - issue 3 - e0019 doi:10.5041/rmmj.10119.

Manufacturer narrative:
Stent fracture and endocarditis are known adverse events for this device. As the devices either were not returned for evaluation or identified to determine if a device had previously been returned for analysis, a failure mechanism was not able to be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.